Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: one swg was returned for eval. The swg was kinked approx 28.5 cm from the distal end and partially unraveled starting at 39 cm from the distal end. The core wire was protruding out of the coil wire. The core wire was separated adjacent to the weld at the proximal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a necking of the wire in the area of the break. The distal weld was intact. The core wire was measured and based upon the measured length of the broken core wire, no pieces appear to be missing. The outside diameter of the swg was measured at the distal end and the middle of the swg was measured and both met spec. The products' instructions booklet provided with the kit describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history record for the swg was reviewed with no relevant findings. No mfg defects were found during this investigation. The report that the swg curled up during removal was confirmed through examination of the returned sample. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design spec is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.

Event description:
It was reported that the sheath was being placed into the patient's left neck in the operating room. During insertion, the spring wire guide (swg) was inserted without incident, but the swg curled up and they were unable to remove the swg. As a result, a new kit was opened and used successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was good.